Manufacturer narrative:
Device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. A physician attempted to place a taxus express2 2.50x20.0mm drug eluting stent in a severely calcified, unspecified vessel. The physician was unable to cross the lesion site and after removing the stent delivery system (sds) noticed a proximal strut on the stent was lifted. The physician pre-dilated the lesion with an unspecified size powersail balloon and successfully completed the procedure by placing a taxus express2 2.50x16.0mm drug eluting stent. There were no pt complications.